Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, date of implant: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold. The lead remains in use. The patient is enrolled in a clinical trial. No patient complications have been reported as a result of this event.